Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device and could reproduce the reported failure phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. As a result of the investigation, omsc concluded that the internal circuit board of the video connector was short-circuited and damaged. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that the short-circuit of the circuit board was caused by effect from static electricity or moisture adhered to the electrical contacts. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified therapeutic procedure, the endoscopic image became snow noise. The user replaced the subject device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.